Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff inflation and deflation were difficult. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received notification of an alleged unit that inflated very slowly. No patient involvement was reported.

Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
On 2017 may 23, medtronic received notification of an alleged unit that inflated very slowly. No patient involvement was reported.